Event description:
It was reported that during a pretest, balloon of the foley catheter was found to be damaged. Based on the investigator evaluation on 03feb2020 , observed pinhole on rubberize layer, causing the interlumen leak. Therefore, water was unable to fill up the balloon.

Manufacturer narrative:
The reported event was confirmed as manufacturing related issue which could be due to rough handling during tsc wire assembly. Evaluation found pinhole on rubberized layer which caused inter-lumen leak. A review of the manufacturing process indicates that the process is capable of producing of this type of defect. Based on the sample returned, it is confirmed as manufacturing related issue. The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. A review of the device labeling is adequate to prevent the reported event. "14) do not stretch catheter as damage to or dislodgement of lead wire as temperature probe may cause improper temperature measurement. 15) when endoelectric surgery is performed, care should be taken to prevent burns in the local tissue. 16) do not wet the lead wire and the junction with extension cable. 17) this device is compatible only with monitors requiring ysi 400-series type temperature probes. 18) no substance except sterile water should be used to inflate the balloon. [If contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely. ]" correction: f h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that during a pretest, balloon of the foley catheter was found to be damaged.